Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage or defects. Functional testing concluded that the sample was not the cause for the device to alarm. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the disposable caused the device to alarm. Continuous infusion rate: 2.3 ml/hr. Total reservoir volume: 106 ml. Given: 65.3 ml. Air detector and upstream sensor were on. Length of infusion: 46 hours. Lock level: keypad was locked. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient did not receive full infusion; however, the oncologist notified and indicated patient did not need to finish remaining infusion. No adverse patient effects were reported by the customer.